Event description:
Medtronic received information that this bioprosthetic valve, implanted 1 year, was explanted due to stenosis.

Manufacturer narrative:
(B) (6). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff, but flexible except where host tissue extended on the left cusp. A large intercuspal hematoma in the left cusp appeared to have occurred during explant. All commissures were intact. Glistening off-white pannus lined the outflow edge of the sewing ring adjacent to the left cusp, over the outflow rail, extending to the belly of the left cusp to the free margin, covering most of the non-coronary left commissure and restricting leaflet movement. Pannus was noted on the outflow edge of the sewing ring adjacent to the right cusp. Remnants of pannus remained attached to the sewing ring on the inflow adjacent to the left cusp, extending to the inflow margin of attachment and left right coaptive area. A thin layer of pannus was noted on the top of the right non-coronary stent post, slightly extending the top of the right non-coronary commissural area. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed a trace of mineralization along the outflow margin of attachment of the non-coronary cusp. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for products released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.